Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump reads service due 7 and occlusion errors on patient. No patient involvement reported.

Manufacturer narrative:
Other text: b3: date of event is unknown. H6 evaluation codes: updated. H3: updated. One infusion pump was received for evaluation. Visual inspection found the tamper seals to be intact. The device was observed to be in good condition. The device's event history log was reviewed for evidence of the reported problem, service due, upstream occlusion, disposable attached, no disposable alarms were found in the log. To conduct functional testing batteries were inserted to power up the device. Upon power up, the customer problem was verified. The device was found to be displaying a service due" alarm message during power up. Checked clock battery date and revealed it has a reached the level clock battery date service due is required. Found upstream occlusion detected an alarm and no disposable alarm messages with key stuck were found in the device's event history logs. The clock battery with service that was due was the cause of the issue. The clock battery, upstream sensor, downstream sensor, and keypad were replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.